Manufacturer narrative:
Device was used for treatment, not diagnosis. No known patient involvement; it is unknown when device broke; device is an instrument and is not implanted/explanted. Device is available for investigation; reporter is company representative; the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the tip of the drive shaft is broken. It is unknown if the device was found broken or broke during a surgery. No patient involvement at this time. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional device product code: hrx. A device history record (DHR) review was performed for part number: 314.743, synthes lot number: 5374205: supplier lot number: 14656-01, release to warehouse date: 02-nov-2006, supplier: criterion tool & die, inc.: manufacturing site: monument: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was conducted. A ria drive shaft was received for investigation. The visual inspection has shown that approximately 20 mm from the fluted tip section is broken off. The broken tip was not returned for evaluation. Additional there are wear marks and scratches on the whole instrument visible. Also, the coupling part shows wear marks. The certificate of compliance was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. The measurements of the hardness after the hardening procedure were within the specification. The ria drive shaft was manufactured in november 2006 and is now more than 11 years old. The relevant dimension could not be measured as the tip of the ria shaft is completely broken off. Based on these findings we exclude any manufacturing related issue. With the limited available information, we are unfortunately not able to determine the exact cause which has led to this breakage. We only can assume that a mechanical overloading situation, for example metallic contact or lateral stress, has caused the breakage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.